Event description:
A site neuro coordinator reported during a cranial tumor resection that the surgeon alleged a 1 cm inaccuracy. This occurred after going sterile and navigating of a period of time. Once they exposed the skull and were touching it with the passive planar blunt, navigation was displaying them approx 1 cm superior and touching the outer portion of the scalp. The neuro coordinator stated that they registered with pointmerge and had a 1.8 mm predicted error value and had been accurate up to this point. He could not confirm if the frame or vertek arm had been moved. At this point the tumor had not been resected. The surgeon discontinued navigations and continued the surgery with the use of ultrasound and microscope. There was no impact on the pt outcome.

Manufacturer narrative:
Medtronic rep at the site found nothing wrong with the system. No parts or files have been received by the MFR for eval at the time of this report.